Event description:
Consumer called to report that the vaporizer was "spitting" hot water and burned her husband's hand while in bed. The unit was being run above the bed. This type of incident is caused when there is a high concentration of minerals in the water causing the vaporizer to over boil. This can be caused by the consumer adding too much salt to the water contrary to proper use instructions.